Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer had been hospitalized on (B)(6) 2017 due to a motorcycle accident. The customer was unconscious and still in the hospital at the time of the call. They were unsure if the customer was wearing the insulin pump at the time of admission. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The drive support cap appeared to be normal. They were unable to perform the self-test on the insulin pump because it was not showing a display. The device will be replaced and returned for analysis.